Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. It was reported that while derotating the spine, one of the screws splayed. During an attempt to bend back the tulip with a vice grip, one side of the tulip broke off. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.